Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a lower glucose sensor scan value while wearing the adc device. A scan of 55 mg/dl was obtained on (B)(6) 2022 and the customer experienced vomiting and a loss of consciousness. The customer was presented at a hospital and half an hour later, a laboratory test result of 263 mg/dl was obtained. The customer was administered an insulin (type/dose unknown) injection for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.